Manufacturer narrative:
Initial 1 of 2 e1: name: ypsomed ag, address: weissensteinstrasse 26, city: solothurn, country: switzerland, postal code: ch-4503. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced occlusion issue with the cannulas event on (B)(6) 2026. The blockage was at the site. The blood glucose level high.